Event description:
Procedure: hernia repair. According to the reporter, the patient presented with increased abdominal pain and ventral and umbilical hernias for approximately 5 years duration. She underwent a laparoscopic converted to open ventral hernia repair secondary to dense adhesions and bowel involvement including the appendix and fecalith within the hernia sac. She underwent significant adhesiolysis, appendectomy, reduction of umbilical hernia, and placement of two large pieces of parietex composite mesh approximately 20 x 15 cm each secured together via 0-prolene and to the fascia via tacks with a 5 cm underlay on all sides. A drain was placed and the skin closed. Post-operatively, she developed a seromas that were not amiable to drainage and positive for (B)(6). Subsequently, the patient underwent partial explantation of the mesh 3 months later and was noted to have a communicating sinus tract between the umbilicus and infected mesh. The parietex mesh had also formed dense granulation tissue necessitating sharp dissection but could only be partially removed to prevent injury to fascia and intestine; the wound was treated with a negative pressure dressing. She returned to the operating room 7 days later for washout, open umbilical hernia repair and skin closure. Subsequently, her wound dehisced and was placed in a negative pressure dressing with continued wound care for approximately 2 years. She continues to have chronic purulent drainage within complete closure of her chronic wound. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).